Event description:
Two-day follow-up left eye adverse event, more painful, more blurry wearing dark sunglasses; used tap water to rinse eye, no contact lens wear. Best visual acuity right eye 20/20, left eye 20/70. Slit lamp examination left eye watery, 3+ hyperemia, corneal change severe central characterized coalesced staining circular.